Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was monitored through the remote home monitoring system. Review of a remote interrogation noted that subsequent shock impedance measurements were within normal limits. Monitoring will be continued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was seen for in clinic follow up. Interrogation of the device with a programmer noted appropriate device function and pacing impedance measurements were noted to have returned to values within normal limits. The physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range shock impedance measurements greater than 125 ohms resulting in a notification from the remote home monitoring system. It was reported that the patient was scheduled for in clinic follow up on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.